Event description:
Company representative received a report from doctor stating that during a post-operative checkup (after successful tka procedure using the aquamantys system) a patient presented with a cellulitis infection. Antibiotics were administered to the patient and the infection was reported to have cleared and patient has recovered.

Manufacturer narrative:
(B)(4). (Method, result and conclusions): generator still in use at facility, therefore analysis unable to be performed. (B)(4).